Event description:
The operative notes from (B)(6) 2016 were provided to the manufacturer. The patient was taken to the operating room where, in the supine position with sedation, mac anesthesia and the patient was prepped. Following this, the area of proposed incision was marked and infiltrated with marcaine with epinephrine. Then, in the operating room, the generator was turned on to check lead impedance and then turned off and then it was set to its lowest settings . The patient was taken to the recovery room in stable condition.

Manufacturer narrative:
(B)(4).

Event description:
While under anesthesia during generator replacement surgery, the patient experienced asystole when performing diagnostics. It was reported that the issue resolved itself in two seconds. After the device was programmed on, the patient started coughing while still under anesthesia. The off time was set to 5 minutes, and 5 minutes later the patient started coughing again. It happened again 5 minutes later. The surgeon then requested the generator be programmed to the lowest possible settings at 0.25ma. Mfg report # 1644487-2015-04389 previously reported patient cardiac irregularities prior to this current generator replacement. No additional relevant information has been received to date.